Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be damaged. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The additional information received identifies that injection was smooth; however, resistance was felt by the surgeon in the middle part until the iol unfolded in the eye. The rayone IFU "use of rayone" section "fig 7" states ""press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The resistance encountered may be indicative of the lens having got trapped and continued depression of the plunger, against the IFU, has freed the lens; however, resulted in delivery of a damaged lens into the eye.

Event description:
On 11th march 2025, rayner received notification from its distributor in the phillipines of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye there was damage to the lens necessitating immediate explantation and exchange.